Event description:
It was reported the pt will undergo surgical intervention related to the pt's ipg. No further info is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.